Manufacturer narrative:
The device has not been rec'd for analysis as of the date of this report.

Event description:
It was reported that during a left superficial femoral artery pta/stenting treatment procedure, stent advancement difficulties were encountered. The customer stated that, "when the stent was being delivered over a .035" [guidewire], the delivery system became stuck on the wire and would not advance all the way. Had to deploy; delivered stent as far distally as they could and removed delivery system. Used [another brand] stent with the same [guidewire] and were successful. No pt injuries or complications were reported. Pt status is reported as "fine."